Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: we only had 1 syringe reported to us with excess lubricant on the black plunger leaving a residue on the neck of syringe.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no physical samples were available, however, two photos provided to our quality team for evaluation. Through visual inspection of the photo, silicone is visible. A device history review was performed for reported lot 2301007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2301007 and found to be within specification. Ten retained samples were used for additional evaluation. The product was evaluated, no evidence of silicone was observed and all testing verified the product met required specifications, no excess silicone could be identified. While we could not identify a direct issue, the silicone noticed by customer may be due to a bad distribution of the material inside the barrel.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: we only had 1 syringe reported to us with excess lubricant on the black plunger leaving a residue on the neck of syringe.